Event description:
Customer reported a patient sample with a history of weak d negative tested positive using capture select.

Manufacturer narrative:
The customer's instrument image file was reviewed; the autocontrol from the first run was also positive. The customer performed a direct antiglobulin test on the patient's cells was positive. The customer did not return sample for investigation testing, it is not possible to rule out the sample as a cause of the event.